Event description:
The patient reported the stimulator was no longer providing pain relief and migration was confirmed via x-ray. Additionally, the patient reported the stimulator was causing more pain since it migrated. The patient has declined waa reprogramming and has requested the stimulator be explanted. The explant procedure has not been scheduled.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, waa providing therapy when the new pain occurred, waa parameters changed unintentionally, the patient having a nom-stimwave device implanted, and the patient feeling unintended stimulation in an area not targeted for therapy have been ruled out as potential causes. However, the migration was confirmed. The device was not implanted in an off-label location and the patient did not engage in any strenuous activities following the implant procedure. The stimulator is used to treat pain. The cause of loss of therapy and new pain is due to migration. However, the cause of migration is unknown. Therefore, conclusion has been selected as no problem/fault found.